Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volume was low. The device was in use on a patient at the time the reported issue was discovered, and the patient had experienced difficulty breathing. The patient reported during use that the breathing difficulty was not relieved, and rapid breathing and facial redness were visibly observable.; however, there was no harm to the patient or user. Per good faith effort (gfe) response, the customer's hospital equipment department resolved the reported issue. No details were provided of the repair. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).